Manufacturer narrative:
During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a patient via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver hydromorphone,9.2 mg/ml at 3.6559 mg/day; clonidine, 1600 mcg/ml at 635.8 mcg/day; and bupivacaine, 26 mg/ml at 10.332 mg/day. The pump was indicated for non-malignant pain and chronic lower back pain. It was reported that a motor stall occurred. It was noted that the patient had not recently had an MRI and the cause of the stall was not determined. The patient reported that on (B)(6) 2016, they felt a severe burning pain in their lower back, and were taken to the emergency room on (B)(6) 2016. Interrogation of the pump indicated a motor stall had occurred on (B)(6) 2016 at 8:29 pm, and the pump was programmed to the minimum rate. The pump was replaced on (B)(6) 2016. The patient¿s status at the time of the report was alive-no injury, and the issue w was considered resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.